Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances and fracture on the spinal cord stimulation (scs) lead. Malfunction was not confirmed through imaging. No further information could be obtained.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances and fracture on the spinal cord stimulation (scs) lead. Malfunction was not confirmed through imaging. No further information could be obtained. Additional information was received that imaging was taken and the lead did not look fractured.